Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device sustained physical damage to the screen after being broken during use at school, resulting in impaired screen visibility and necessitating replacement of the device. Symptoms included no reported adverse clinical effects, with blood glucose reported in range and unaffected. Outcomes included use of backup therapy until the replacement device was provided and no hospitalization. Investigation included collection of device identification, user-provided photograph of the damaged screen, and logistical assessment for replacement. Investigation of this device revealed a damaged external component consistent with screen impact, with no reported alerts or alarms and no indication of internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage due to user handling or environmental impact.